Event description:
Contaminated. Implants. Allergen natural. Had a bilateral breast removal after cellulitis lymphoma causing bacteria (B)(6) infection and sepsis. Got (B)(6). Infection still in me a month later. Breast abscess for cellulitis. Bedside surgery.